Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a company representative regarding multiple pump and patient events. There were events with patient's pump over the span of 10 years where the pumps were replaced but issues still occurred with motor stalls. No further information was provided. A follow up report will be sent if additional information becomes available.